Manufacturer narrative:
Other, other text: additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device dso seal was bubbled, the battery door was broken, the battery compartment spring was corroded, the uso seal was worn, and lcd lens was scratched. Functional testing was performed, and the reported issue was not able to be replicated. The root cause was determined to be a damaged dso. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a bubbled downstream occlusion. No adverse patient effects were reported by the customer.